Event description:
Pump was reported to be set up and appeared to be delivering the set volume of an unknown solution. When the pump was checked sometime later, no fluid appeared to have been delivered. No additional clinical information was able to be obtained. No patient injury was reported.